Event description:
Customer reports to have physical damage of insulin pump. Customer also reports of receiving no delivery. Customer reports that display screen and reservoir are cracked. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker. No damage was noted to the liquid crystal display glass.